Manufacturer narrative:
The explanted lens was returned to bausch + lomb. Visual inspection found both haptics were torn from the optic. The cause of damage could not be determined. Functional and dimensional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens dislocated after it was implanted in the patient¿s right eye. During the surgery to re-position the lens, it was noticed that the trailing haptic had broken off in the bag and the leading haptic was sitting on the retina. The lens was explanted and a vitrectomy was performed. An ac iol was then implanted. The incision was enlarged to remove the lens and sutures were needed. The physician believed the haptic likely broke off during the original implant procedure. The patient was doing well post lens exchange.